Event description:
Pt with frequent urinary tract infections and bladder outlet obstruction due to benign prostatic hypertrophy was scheduled for a transurethral resection of prostate. Pt has a cardiac history including bypass graft surgery and an aicd (defibrillator). The cardiologist noted in the pre-op evaluation that the aicd would be left on during the surgery as a cardiac precaution. The pt had spinal anesthesia. Electrocautery procedures were followed and grounding pads were applied to the pt's outer thigh. The olympus resectoscope was connected to a valleylab electrosurgical unit. A cystoscopy and meatotomy were performed, allowing the passage of a 28-french continuous-flow resectoscope. Bladder was drained of urine. Prostate tissue was resected and bleeding was addressed with electrocautery. An ellik evacuator was used to obtain all of the prostate chips. One arterial bleeder was noted. An attempt was made to cauterize this bladder; however, when olympus cautery was engaged, there was an explosion within the pt's bladder. There was a bright light and a loud noise. The surgeon states that this was probably due to air bubbles within bladder and prostatic urethra. The resectoscope was then advanced back into the bladder, and the bladder was examined. There was a large rupture at the right posterior wall of the bladder, close to the dome. The explosion did not occur at the site of the cautery. No other bladder injury was noted. The perforation was full thickness and appeared to be intraperitoneal. The procedure was terminated and the pt was taken to another operating room for open repair of the bladder rupture. The surgeon noted a hole in the posterior wall of the bladder which could not be reached transperitoneally, so the decision was made to open the bladder and approach it intravesically. The only perforation that was seen was posterior. The wound was surgically closed. Cardiologists evaluated the pt's cardiac status post-op. The aicd was checked and it had not fired since it was last checked. Battery voltage and lead impedances were stable. The pt was discharged 3 days posoperatively with a suprapubic catheter. Pt was ambulating, in stable condition, and was to followup with their physician in 3 or 4 days. They have had no further hospitalizations since this surgery.